Event description:
It was reported that the patientnet system failed to send alarm pages. For the alleged event, a box came up on patientnet screen, tech clicked 'yes' and page did not make it to the nurses. The hospital procedure is to reportedly follow-up each manual page generated and acknowledged on the ge patientnet system with a phone call to the caregiver. The hospital could not determine if the alleged failure was related to the ge system or the non-ge pager. The hospital reported that no "page fail" box popped up on the screen at the time of the alleged event. During the alleged event, the pt was reportedly found in arrest and had vomited. A code was reportedly called and resuscitation efforts were undertaken for 30 minutes. It was reported that the pt was down for 17 minutes. A pt death was reported. After the alleged event, a page test was performed by the biomed on the same day, and all pages went through successfully. Equipment remains in use.

Manufacturer narrative:
On jan 10, 2008, a ge representative conducted a site investigation. The customer alleged that the equipment was a contributing factor to the pt death and that the pt "may or may not" have been able to be resuscitated. Ge field service printed logs and noted that the logs for the alleged event were overwritten. Ge field engineers ran a pager test on the system and all pagers passed. A test was also done with modem turned off; a test page was sent and a page fail message was seen on the patientnet screen. The results of the tests performed indicated that the patientnet system was operating within limits of normal operation. The patientnet system is designed to operate as a manual paging system, whereby the caregiver manually generates a page on the system, which is then sent to the receivers. The patientnet system provides the caregiver with a visual confirmation message when a page is sent, which the user must acknowledge. The operator's manual 2015869-002, rev b for sw2.0.1, states as a warning: warning: do not rely on paging as the sole means of alerting caregivers of a pt's condition. There are times when the intended recipient may not receive a page (i.e. The pager is turned off, out of range, ahs poor signal reception, etc). You cannot assume that when a page is sent, that the intended recipient has actually received the page.